Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer stated that the insulin pump had critical pump error image displayed on the screen. The customer blood glucose level was 450 mg/dl at the time of incident and the current blood glucose level was 490 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and insulin drip during hospitalization. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms related to high blood glucose level. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and the flash crc is incorrect for factory-stored information alarm in the device history, problem isolated to the electrical board. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). The test reservoir does not lock in place due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Harm code of diabetic ketoacidosis which is 2364 has been updated in this report which was not available in previous report. The initial report had missing information related to diabetic ketoacidosis. The correct information has been provided in this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer also had diabetic ketoacidosis along with high blood glucose level. Harm code of diabetic ketoacidosis has been updated.